Event description:
The dermatome was inspected prior to use and the device passed inspection. The physician began the procedure of using a dermatome to excise skin grafts off the patient's lateral thighs bilaterally. Beginning with the patient's right thigh, the dermatome was set at the correct setting, but it removed skin on both sides and left a strip of skin down the middle instead of removing the one large piece that was intended. The blade was re-adjusted and the dermatome had the same performance on the left superior thigh as it did the right. A replacement dermatome was obtained and used on the inferior left thigh and this dermatome performed correctly. The dermatome removed from service was given to the zimmer representative with the request that it be inspected.